Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip was deployed, however, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to facilitate device removal. Hemostasis was achieved with the device. Once removed, it was noticed that the #2 on the plunger was still engaged indicating the vessel locator wings were still open. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it in the pre-clip deployment position; the clip had not been deployed, which is inconsistent with the reported event. The exchange sheath had not been completely slit. The garage tube leaves, flex-guide and exchange sheath were found damaged from carving. The plunger was distal with the #2 visible in the window and engaged with the safety release button. Subsequently, the vessel locator wings were in the open position. Removal of the device with the vessel locator wings open is known to contribute to a difficult removal. The flex-guide carving occurs during thumb advancement when the tube set is not kept in line with the flex-guide, causing the tubes to strike the flex-guide, flaring the garage leaves, which cut into the exchange sheath. Based on the investigation findings, the root cause for the flex guide carving and resulting exchange sheath damage is misalignment of the tubeset in relation to the flex-guide. The shaft carving and exchange sheath damage most likely prevented the thumb advancer from reaching the finish position, preventing firing of the clip. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.